Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion with moderate tortuousity and moderately calcification in the proximal left anterior descending (lad) coronary artery. Pre-dilatation was performed multiple times with 1.5 x 12 mm and 2.0 x 12 mm mini trek balloons. The 2.5 x 33 mm xience xpedition stent delivery system (sds) was advanced to the target lesion and the stent was deployed at 10 atmospheres. While removing the sds, distal end dissection was noted. A 2.5 x 18 mm xience xpedition stent was used to treat the dissection. The procedure was completed successfully with good patient outcome. No additional information was provided.